Event description:
Additional information received. No patient involvement, discovered during bench test. Updated event date.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event log review was performed and found 6 no disposable alarms recorded. The customer's reported problem regarding double beep "no cassette attached" error message was unable to be duplicated. Simulated use testing was unable to replicate the error with or without the disposable attached. The upstream occlusion sensor was recalibrated, and the downstream occlusion sensor was replaced to address the issue. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump beeped two times and displayed error message "no cassette". No adverse effects were reported.